Manufacturer narrative:
(B)(4). Concomitant medical products: 01.00185.146 ¿ head adaptor ¿ 2462033. 01.00214.156 ¿ durom cup - 2432818. Ref 00801802803 lot 63885618 head. Ref 110031015 lot 64551602 bearing. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the device remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately 12 years post implantation due to osteolysis, pain, metallosis and elevated metal ion levels. During a follow up visit, the patient reported pain in the right hip. X-rays were taken and revealed nonunion of the greater trochanter fracture. A bone stimulator was prescribed until bone healing was attained. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 h6: component code mechanical (g04)- stem medical records were provided and review identified pain of the right hip and x-rays revealed a greater trochanter fracture. The patient was prescribed bone stimulator and follows ups with the physician showed fracture was healing and patient had improved. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.